Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department and the reported malfunction was attributed to the main board. The device was recertified and returned to the customer. The main board was returned to zoll medical corporation, united states. The reported malfunction was attributed to a faulty transistor on the main board. Analysis of reports of this type has not identified an increase in trend.